Event description:
During baxter's evaluation of a device for an unrelated complaint, it was discovered that the unit was inoperable due to a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to a system error 105 caused by a failed motor flex. The failed motor was replaced.